Event description:
It was reported that patient has been experiencing pain for the past 18 months due to implant loosening. Surgeon applied a bone healer and told the patient wait until september to discuss which measures should be taken. Further information is unknown yet.

Manufacturer narrative:
It was reported that patient has been experiencing pain for the past 18 months due to implant loosening. Surgeon applied a bone healer. The associated genesis ii resurfacing patellar component, journey ii bcs oxinium femoral component, journey tibial baseplate and journey ii bcs articular insert, used in treatment, were not returned for evaluation. Therefore a product analysis could not be performed. The review of manufacturing records was conducted and it did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the reported incident or adverse event could not be corroborated. A clinical analysis was conducted and noted that based on the limited clinical details provided, the patient¿s complaint of knee pain post right tka is likely due to the reported bone resorption, laxity and tibial loosening. The patient¿s reported metal sensitivity and the retained staple are possible contributing factors for her pain. Possible causes could include but are not limited to abnormal motion over time, bone degeneration or size of device. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation of this report is inconclusive. Based on this investigation, the need for corrective action is not indicated. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and no relevant clinical medical information was provided to conduct a thorough medical assessment. Should any additional clinical information be provided this complaint will be re-assessed. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.